Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that a vitrectomy probe did not cut. A new vitrectomy probe was used to complete the surgery. The patient did not experience any harm. Additional information has been requested but not received to date.